Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keys on the keypad. The keypad keys "0" and "1" were found to be non-functional during evaluation and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the 0 and 1 keys of the keypad to be inoperable. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.